Manufacturer narrative:
Follow-up #1: date of submission 07/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/08/2016 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was returned with the insulin on board (iob) feature set to ¿disabled¿. A review of the pump history showed that the iob was set to ¿on¿ with a duration of 3 hours on (B)(6) 2016. The pump history showed that on (B)(6) 2016 at 13:35 a normal bolus of 9.8units was programmed and delivered. A normal bolus will not recommend a calculated bolus amount. The next bolus that was programmed and delivered was an ezbg bolus of 9.4units approximately 4 hours later at 17:52. Since this bolus was 4 hours later, the iob at the time was 0.00units. The settings from the pump history on (B)(6) 2016 at 17:52 were entered in the pump as follows: actual blood glucose 355mg/dl, blood glucose target 120mg/dl, and insulin sensitivity factor 1:25. Using these settings, the pump correctly calculated a 9.4unit bolus. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No defects were found on investigation; the complaint could not be confirmed or duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) up to 418mg/dl with confusion/panic attacks associated with the pump's insulin on board (iob) feature not functioning as expected. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The reporter noted that the patient attempted to bolus after dinner with an already elevated bg of 358mg/dl and the pump did not recommend any bolus amount. The reporter stated that the patient tested bg an hour later and bg was 418mg/dl, and at that time the pump recommended a 9 unit bolus. Customer technical support reviewed the pump with the reporter and confirmed that the iob feature was turned on. During troubleshooting, the iob feature was teste and did not calculate appropriately. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with the iob not calculating properly.